Manufacturer narrative:
Visual inspection identified that the general system failed the daily defibrillator test, and this issue was resolved by replacing the button battery on the processor pca card. Based on the available information and testing conducted, the confirmed cause of the reported problem was the need to replace the button battery on the processor pca card, as it prevented the general system from passing the daily defibrillator test. The resolution was achieved by replacing the button battery on the processor pca card, restoring the general system's functionality and enabling it to pass the daily defibrillator test. The device was operational after repairs, and the investigation concludes no further action is needed at this time, but the complaint file will be reopened if additional information is received.

Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which reported a defibrillator problem. The device use is unknown at the time of the event, however, there was reportedly no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.